Event description:
It was reported that a remote transmission found some atypical pairing on the atrial lead that may or may not be double count on the p wave. The patient does have atrial fibrillation but this type of pattern had not been seen before. The caller noted that an atrial electrogram would be helpful. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.